Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical reports) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause of this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be/is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended med device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 56/50 p on the right side on (B)(6) 2008. Currently, the pt is being monitored due to pain and pseudotumor.